Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an 83-year-old male on impella 5.5 for support for acute myocardial infarction. During support, the patient had bleeding leading to the heparin being paused to get nose and throat bleeding under control. Additionally, it was noted that the patient's white blood cell count was elevated requiring blood cultures. It was later reported that the patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Infection: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.